Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved with the complaint for evaluation. However, the failure analysis has not been completed yet. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument moved left when the surgeon was moving it right. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon was not attempting to clip on the vessel. The surgeon was attempting to move towards the vessel. The unexpected motion did not occur during clip application. The clip stayed intact and there was no injury to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed. Failure analysis found the primary failure of dislodged grip cable to related to the customer reported complaint. The instrument was found to have the grip cable dislodged from around the clamping pulley at the back end. As a result, the instrument had imprecise motion. Visual inspection displayed no signs of damage to the grip cable and the segment of the cable that contains the crimp was still intact. Additionally, the instrument exhibited imprecise motion when the master tool manipulator (mtms) were manipulated. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving.